Event description:
Event verbatim [preferred term] daughter was burned this product/ burned her neck leaving an area blistered/skin peeling due to burning [burns second degree], product was defective [device defective], left two disgusting burn marks/scarring/ the marks were larger than the circular disks that contain the iron filings [scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting for her/his daughter. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter stated his/her daughter followed the instructions for usage. The clothing she was wearing was not tight nor did she wear the heat wrap more that the recommended time. Her/his daughter was burned this product. The reporter stated "I have always had complete confidence in this product and have never seen burns like this. I am seriously concerned about the safety of your thermacare heat wraps and the burning and potential lifetime scarring it can cause. While your package does say it "may cause burns" no one expects to follow the instructions, use exactly as directed and within several hours of wearing the wrap, remove it to discover burns on their skin. If it is that likely to cause burns, it should be removed from the market". The reporter said last week in (B)(6) 2018 her/his daughter used a thermacare heat pad on her shoulder under her shirt. When she removed it, she was astonished to find that the thermacare pad had burned her neck leaving an area blistered and an area with skin that was peeling away due to burning in (B)(6) 2018. As these burns healed, they left two disgusting burn marks in (B)(6) 2018 as if she had been burned by a curling iron which she did not own. The marks were larger than the circular disks that contain the iron filings. The products are not supposed to cause harm or inflict pain, which they did. And they are certainly not supposed to leave permanent scarring. Obviously, the product was defective. The iron filings must have disengaged from their cylindrical cases. This was an issue when it was originally introduced by pfizer in the 90's. At that time, it was manufactured by pfizer in the united states. The action taken for the product was unknown. The outcome of the event "daughter was burned this product/ burned her neck leaving an area blistered" was resolved in (B)(6) 2018. The outcome of the event "left two disgusting burn marks/scarring/ the marks were larger than the circular disks that contain the iron filings" was not resolved. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" and reported that the "product was defective" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scarring is assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree" reportedly the "product was defective" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scarring is assessed as non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] daughter was burned this product/ burned her neck leaving an area blistered/skin peeling due to burning [burns second degree] , product was defective [device defective] , left two disgusting burn marks/scarring/ the marks were larger than the circular disks that contain the iron filings [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for her/his daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The reporter stated his/her daughter followed the instructions for usage. The clothing she was wearing was not tight nor did she wear the heat wrap more that the recommended time. Her/his daughter was burned this product. The reporter stated "I have always had complete confidence in this product and have never seen burns like this. I am seriously concerned about the safety of your thermacare heat wraps and the burning and potential lifetime scarring it can cause. While your package does say it "may cause burns" no one expects to follow the instructions, use exactly as directed and within several hours of wearing the wrap, remove it to discover burns on their skin. If it is that likely to cause burns, it should be removed from the market". The reporter said last week in jan2018 her/his daughter used a thermacare heat pad on her shoulder under her shirt. When she removed it she was astonished to find that the thermacare pad had burned her neck leaving an area blistered and an area with skin that was peeling away due to burning in jan2018. As these burns healed they left two disgusting burn marks in jan2018 as if she had been burned by a curling iron which she did not own. The marks were larger than the circular disks that contain the iron filings. The products are not supposed to cause harm or inflict pain, which they did. And they are certainly not supposed to leave permanent scarring. Obviously, the product was defective. The iron filings must have disengaged from their cylindrical cases. This was an issue when it was originally introduced by pfizer in the 90's. At that time it was manufactured by pfizer in the united states. The action taken for the product was unknown. The outcome of the event "daughter was burned this product/ burned her neck leaving an area blistered" was resolved in jan2018. The outcome of the event "left two disgusting burn marks/scarring/ the marks were larger than the circular disks that contain the iron filings" and "product was defective" was not resolved. Product quality complaints provided the following information: site sample status was not received. There was no reasonable suggestion of device malfunction. The final confirmation status was not confirmed. Based on citi customizable search for the subclasses of adverse event safety request for investigation for nsw 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr product. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (27feb2020): new information received from a product complaint group includes: investigation results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the events of "burns second degree" reportedly the "product was defective" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scarring is assessed as non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Site sample status was not received. There was no reasonable suggestion of device malfunction. The final confirmation status was not confirmed. Based on citi customizable search for the subclasses of adverse event safety request for investigation for nsw 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr product. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.